Event description:
A maxi ld balloon catheter burst on the upper part. Another balloon was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The product is expected to be returned for additional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Please note that the event date for this case is unknown. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Please note that additional information was received on (B)(4) 2011, indicating that the event date was (B)(6) 2011. Therefore, was updated with this information. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
A maxi ld balloon catheter burst on the upper part. Per the account 'the balloon has already come perforated.' There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile catheter maxi ld 7f 16.0mm x 4.0cm 110cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was inflated. Two pinholes were observed approximated at 7.0cm of the distal end tip. No other anomalies were observed in the returned device. Leak test was performed and two pinholes were observed approximated 7.0cm of the distal tip end. Sem analysis was performed to identify the cause of balloon leak. Results showed that the balloon external surface exhibited evidence of scratching; the balloon internal surface exhibited no evidence of damage. The exact cause of the leakage could not be conclusively determined. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer for balloon burst was confirmed; however the exact cause of the balloon burst failure could not be conclusively determined. Controls are in place to prevent defective balloons and stents from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.